Event description:
Additional information receives indicates that the issue is only on this eon mini ipg device.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-01278. It was reported that the patient's ipg had become inoperable. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which ipg had become inoperable, so both are being reported.

Event description:
Additional information received indicates that the patient had their ipg explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.